Event description:
It was reported that the customer stopped wearing the sensor due to an accident that he had while driving. The customer passed out due to low blood glucose levels while driving, and totalled his car. The customer stated that he was unable to hear the alert he was getting from the sensor prior to passing out. The customer was hospitalized due to the accident. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.